Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Customer stated that the act button had to press more than one and he also stated that insulin pump had no delivery alarm. Troubleshooting was performed. The device will not be returned for analysis.